Manufacturer narrative:
(B)(4). Final report. Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history, an update on the patient following the revision and whether the patient experienced any trauma prior to the revision, was requested in order to progress with the investigation of this event, however, none of this information was provided and it was reported that the explant had been discarded post-op and thus could not be returned for examination. The appropriate device details were provdied and the relevant device manufactuing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, the root cause of this event could not be determined and no further investigation can be conducted and thus this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trifit ts revision after approximately 8 months due to loosening of the stem.

Manufacturer narrative:
Per -(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes, patient details and return of the explanted device has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture.

Event description:
Trifit ts revision after approximately 8 months due to loosening of the stem.